Event description:
Physician could not aspirate through the PICC line, so it was removed during the placement procedure. Additional information received (B)(6) 2013 regarding how the procedure was completed following the difficulty: the physician removed the cook PICC line shortly after it was placed in the patient, and then placed another PICC from a different vendor. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt/reporter info: unk as not provided by reporter. (B)(4). Event evaluation: still under investigation.